Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined that the cause of the discordant sodium results was user error. The fse determined that the customer was using a swinging head centrifuge and only spinning the sample for 6 minutes versus the tube vendor recommended spinning for 10 minutes. The fse reminded the customer to follow the tube manufacturer recommendations for proper centrifugation time. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) results were obtained on a dimension exl with lm instrument for four patients. The initial results were reported to the physicians. The samples were retested on an alternate system and the corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.